Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4) no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported through the manufacturing representative that a motor stall occurred, which caused loss of therapy and diminished quality of life. The date of this event was approximately (B)(6) 2015. Premature surgical replacement of the pump occurred. The issue was not resolved at the time of this report. The patient's status was alive no injury at the time of this report. The system was delivering morphine 25 mg/ml. The dose and lot number were unknown. The indication for use was non-malignant pain. Diagnostics/troubleshooting performed and the cause of the motor stall were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.